Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supply bag separated from the cassette line during peritoneal dialysis therapy. This event occurred during dwell two of six while the patient was connected. The patient advised the homechoice had not alarmed. The patient stated they had noticed a lot of fluid on the floor and had stopped their dwell. The technical service representative (tsr) asked the patient if they had noticed anything unusual about the supplies that evening; the patient did not notice any damage to the bags or lines when setting up. The patient advised they had connected as they typically do and checked the connections to make sure they were secure. The connection felt secure and the patient did not notice anything unusual about the supplies. The patient did not have difficulty connecting the solution bag to the cassette. The patient advised the lines had disconnected at the luer connections. The tsr asked the patient to check the line connections; the patient advised the line was on the floor. The patient advised there was solution on the floor and they did not want to touch it. The tsr explained the fluid is for the most part sugar water and it would not harm the patient. The tsr assisted the patient in ending therapy and removing the cassette. The patient advised they would not continue therapy that evening. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.